Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Event description:
It was reported during shift check, the autopulse platform (sn: (B)(4) stopped working and was displaying "system error out of service revert to manual CPR" message. There was no patient involvement reported.

Manufacturer narrative:
The customer reported complaint of the autopulse platform was displaying "system error out of service revert to manual CPR" error message was confirmed during archive review and initial functional testing. The root cause was due to the drive train motor brake assembly air gap was too wide, out of specification. The drive train motor was replaced to remedy the complaint. Archive data review indicated error message latch error 139 (unable to hold compression position) on the reported date of (B)(6) 2016. The initial functional testing could not be performed due to the "system error" displayed upon powering on the device. During visual inspection it was noted that the top cover wire strands was cut. An additional repair and update was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. The top cover was replaced. The clutch plate was deburred due to a stiffness on the drive shift, after which the platform passed both the run-in and final functional tests. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for autopulse sn (B)(4).